Event description:
Surgeon commented that staple seemed to have lost it's memory. Removed and replaced with a new staple. I asked if this has ever happened before and he replied that he has been using the product for a while and never seen this before. Device was being used in a triple arthrodesis of the foot, no excessive force was used as the patient had osteoporotic bone. We were able to see visually from the image in theatre that the legs of the staple had not compressed nor reformed it's original shape. I have provided 2 lots number as we used three staples and unsure which staple in particular was faulty. Removal of effected staple was a simple task and a new staple applied. Outcome was as originally intended.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.